Event description:
Ous MDR - boston scientific reported that noise and out of range impedances were reported on this lead. Should additional information be received, this file will be updated. No explant date was provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 10 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that noise and out of range impedances were reported on this lead. Should additional information be received, this file will be updated. No explant date was provided.